Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, "also feeling naseau and having high blood pressure." Medical intervention was not specified. In this report, section h9 has been updated. The device was returned to the manufacturer's product investigation lab for investigation. During the evaluation of the device, the investigation lab visually inspected the device and found no evidence of foam particles/degradation. The foam returned to its original shape when compressed. There were findings of unknown dust/dirt contamination on all surfaces of the unit, humidifier, and device internals, unknown dust/dirt contamination and fibers on the blower casing/impeller, and an error regarding a "high bus voltage (vbus) with blower off (invalid power supply)." The data from the care orchestrator shows the patient had "a compliance rate of 6.7%," and used the humidification setting at 3 during the most recent 90 days of use. The investigation lab found contamination throughout the airpath, "likely from a source external to the device." They verified the base unit provided good airflow and the heater plate is operating correctly.

Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, "also feeling naseau and having high blood pressure." Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.